Event description:
It was reported that when the patient got up from lying down ¿it¿ gave the patient ¿a good shock.¿ it was noted that the patient had programming issue and was in pain. The patient stated also noted that it hurt when they were trying to sit up in their wheel chair. The patient noted that with the temporary device there was another program to help alleviate the pain. The patient stated the device was helping but because of the temporary the patient knew it could help more. The patient stated that the pain was in the middle back and it had still been there with the implant. The patient asked how long they had been hurting more in the middle back and the patient stated ¿really it had been the whole time.¿ the patient stated that they may be noticing it more since they were ¿getting used to sitting up.¿ the patient noted that the left leg was the one that bothered the patient the least. The patient noted that they had gout in the left leg and had turned the stimulation off. The patient stated that they turned the stimulation off ¿about¿ three days prior to report. The patient stated that they had the gout for ¿about four days.¿ it was noted that the patient was going to try to turn on the stimulation on the date of report. The patient stated that they had not spoken to the doctor or manufacturer representative because the patient had the gout with the temporary device and ¿knew what to do.¿ the patient wanted to get rid of the gout before talking to the doctor or manufacturer representative. The patient also noted that they had ¿problems¿ with both of their arms and so their husband helped adjust the stimulator. The patient stated that their husband was not around at the time of the call. The patient stated that their husband was (B)(6) and sometimes had difficulty understanding the instructions. The patient did not want to be connected to patient services. The patient stated that they had the number to patient services and maybe they could call back. The patient also stated that the manufacturer representative had been ¿so nice.¿ the patient stated that they were implanted (B)(6). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)